Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found down at home at 6:45. The death was not considered to be device related and the device would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2021, and the patient's cause of death was unknown. The device reportedly operated as intended. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing and quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.